Manufacturer narrative:
It has been reported to philips that the patient table suddenly rotated from 0 to 90 degrees. No harm has been reported to philips. Philips investigated this complaint. The fixation of the upper and lower tilt actuator broke causing the rotation of the table. Philips initiated a field safety corrective action to correct this issue (B)(4). The correction field change order (B)(4) had not yet been implemented in the system when the event occurred. The issue was corrected by implementing (B)(4).

Event description:
It has been reported to philips that the patient table suddenly rotated from 0 to 90 degrees. No harm has been reported to philips.